Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The cine bridge printed circuit board was replaced. The cine drive was reformatted, and the system software was reloaded. The system was tested and is operating as intended.

Event description:
The customer reported that cine images would not display on the 9900 system. No patient injury was reported.